Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 292 mg/dl. Customer used u-500 insulin and tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.